Event description:
It was reported that patient presented in clinic for a follow-up post implant. Device interrogation showed that the patient's right atrial (ra) lead exhibited failure to sense and failure to capture. A chest x-ray was performed to determine that the patient's ra lead had dislodged. The ra lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning the lead and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.